Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "downstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any add'l info is rec'd a f/u will be sent. The downstream tubing guide, force sensor gasket, and force sensor pusher were replaced.

Event description:
During the eval of a returned spectrum infusion pump, 96 occurrences of "downstream occlusion" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.